Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Visual inspection unremarkable. Functional testing found that the device was stuck in the open position. Complaint was confirmed. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Event description:
It was reported that during a knee arthroscopy the device did not detach and remained in open position in milling mode. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update avoe 21-jul-2022. It was confirmed that the error occurred outside of the patient. Update avoe 05-aug-2022. It was further confirmed that the error occurred prior to use of the device on the patient.